Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations observed instrument's jaws would not open or rotate. The vessel sealer instrument failed the self-test, and the blade was exposed at the base of the jaw grip. The over mold nut was thread stripped, reducing motion responsiveness of the jaw opening and closing, thus the jaw would not open or close all the way. The customer reported complaint does not itself constitute a MDR reportable event; however, the thread-stripped over molded nut, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noted that the endowrist one vessel sealer instrument jaw would not open or rotate. The surgeon was completing the right ovarian, broad ligament and uterine vessel dissection and was working on the left side when the instrument malfunctioned, displaying the blade exposed message. There were no instrument collisions observed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.